Event description:
It was reported that the patient's blood glucose level rose to above 250 mg/dl while wearing the pod between 4 and 24 hours. Investigation of the pod found not deployed with the slide insert not visible through the top housing window, although the linkage assembly was observed to be in the deployed position, and the soft cannula slightly visible through the bottom housing window. The device was originally reported for a communication error during operation.

Manufacturer narrative:
The pod arrived not deployed with the slide insert not visible through the top housing window, although the linkage assembly was observed to be in the deployed position, and the soft cannula slightly visible through the bottom housing window. Upon taking off the housing, the pod was in the deployed position but the slide insert was in the not deployed position. No damages or manufacturing defects were observed that would contribute to the needle mechanism not deploying or the reported not sure delivering event. No timeouts or drive stalls were observed. The needle mechanism was reset and redeployed successfully using the lock n load fixture. The pod deployed as intended. It can be confirmed that the observed needle mechanism malfunction contributed to the reported not sure delivering event. The cause of the observed needle mechanism malfunction could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.